Manufacturer narrative:
The service rep was unable to duplicate any of these problems. He replaced the ps1 power supply, control panel pcb and control panel I/o pcb. Will check power with power watch as soon as I can get one. System is operating as intended.

Event description:
Customer states that they have been having several problems since sept and have kept a log. The following are issues the customer has had: in '07 unable to retrieve images, thumb nail was ok but had dark image when called up. In each mont of the consecutive following months, control panel error. One week prior to the last one of the 2 consecutive months, collimator stuck error. In '07, and 3 consecutive weeks in 2008. Had to reboot c-arm had all boxes on display panel system had not been used on case was just booted up and waiting to start. Also in '07 and '08, collimator leafs rotating and would not stop. In 2008 charger failed error. No pt injury was reported.